Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an auto-mode switch episode due to atrial noise was observed. The patient was asymptomatic. The noise was unable to reproduced with isometric maneuvers. No programming changes were made. The patient was stable and will continue to be monitored.